Event description:
Customer reported via phone call that there is a button error alarm. The blood glucose reading is 99 mg/dl.

Manufacturer narrative:
No frozen display noted. No button error alarm noted. The insulin pump had an intermittent up arrow button due to corroded keypad trace. No moisture damage noted on electronic assembly. The insulin pump had cracked battery tube threads, minor scratches on lcd window, cracked lcd window and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.